Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.

Manufacturer narrative:
The device was not returned for evaluation. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 16 mmol/l (288 mg/dl) while wearing the pod between 1 and 4 hours on the arm. Patient was swimming for 45 minutes and believes this may have contributed to her elevated bg levels because during that time, her bg levels started to rise. The patient attempted to lower her levels by delivering a correction bolus, but she was unsuccessful. When the pod was first removed, the cannula "appeared fine". While reporting the event over the phone, the patient inspected the pod again and reported that the cannula was now bent, "horizontally". She mentioned that the cannula previously looked "perfectly fine". To treat her elevated bg levels, the patient applied a new pod and manually administered an injection of insulin.